Event description:
React health received a complaint from a patient stating that their CPAP device is blowing out black particles. There was no harm or injury reported. The unit has not been returned to the manufacturer.

Manufacturer narrative:
React health previously reported a complaint from a patient stating that their CPAP device is blowing out black particles. Correction to previous submittal that was submitted as an importer when it should of been submitted as manufacturer. Multiple attempts were made to have the device returned. The unit has not been returned to the manufacturer.